Event description:
Allegations of three miscarriages, short term memory loss, numb breast area, rash on face, arthritis, ana and burning sensation through left breast and arm, implants intact upon removal with evidence of silicone bleed.